Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00877503604, femoral head, lot# 2749768. Item # unk, hips-unknown-stems-unk, lot # unk. Item # unk, hip-unknown-cups-unk, lot # unk.

Event description:
It was reported that the patient underwent a revision surgery approximately 10 months post implantation due to pain and instability. During the revision surgery, it was noted that the liner was broken. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The previous investigation remains unchanged. Event cannot be confirmed due to limited information provided from the reporter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00620205620, shell, lot # 62974184, 00877503604, head, lot # 2749768, 00625006530, bone screw, lot # 63333294, 00625006530, bone screw, lot # 62887825, 00625006525, bone screw, lot # 62793482, unknown femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04370.

Event description:
No further event information available at the time of this report.